Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2014 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no unsuccessful attempts to prime were observed in the black box; there were loss of prime with non-zero force events recorded. No prime issues occurred during the investigation and the force sensor calibration reading was observed to be within specification.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).